Manufacturer narrative:
Medical device type: fpa. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a blunt non-patient end needle which was noted during use. The following information was provided by the initial reporter: it seems that an np needle point isn¿t cut sharply. Hcp who was doing blood collection felt something wrong because the sleeve wasn't put into the holder properly, but without knowing the cause, pushed it hard into a hold. Then, leakage of blood occurred within the holder. The hcp doesn¿t know whether this is attributed to rubber sleeve dysfunction or breakage or defect of the rubber stopper of tube. The actual product was discarded; however, the hcp discovered that the np needle point was not sharp but was blunt.